Event description:
It was reported that the pt was implanted in 2006, using hgb implant due to ossification. A post-op CT scan showed one electrode in the vestibule. Originally a revision/repositioning surgery was planned for 19 days later. During repositioning surgery, a lot of scar tissue was discovered encasing the leads, so a reimplantation was performed instead of repositioning.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.